Event description:
During use of fiber #su-550-rt holmium laser fiber lot #j38017, tip of fiber "vaporized" by surgeon during firing of laser intra-op through cystoscope, at prostate no piece or residue of fiber tip noted after event. Noted case continued after "trimming of fiber by surgeon."